Manufacturer narrative:
Conclusion: according to the received information, it seems that the reported pain is very likely due to bone growth over the reference electrode. The patient is reportedly having good hearing performance (without intermittencies) after the exchange of the external device. Further investigation will be performed if any additional information is received. This is a final report.

Event description:
The patient refers unpleasant noise and sometimes stops hearing. He feels pain when pressing on the coil. The external parts were replaced but the situation remained unchanged. An accident or trauma has not been reported. Additional fitting has been completed and the patient is doing fine now with no additional complaints. The patient will be monitored.

Manufacturer narrative:
The device has not been explanted. If it should be explanted, it is to be returned to the manufacturer for evaluation. When available, a device failure analysis will be submitted as a follow up report.

Event description:
The patient refers unpleasant noise and sometimes stops hearing. He feels pain when pressing on the coil. An accident or trauma has not been reported. The external parts were replaced but the situation remained unchanged.